Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm and a watchdog time out alarm. The insulin pump¿s screen went blank. The customer¿s blood glucose level was unknown. Troubleshooting was performed and the display returned. They were able to clear the alarms. The insulin pump passed the self-test. They were sent a replacement battery cap. However, it was noted that the customer had called back after receiving the new battery cap. The customer reported that the alarms were recurring. They inserted a new battery but it did not resolve the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, insulin pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display, alarm, failed battery test and battery out limit due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.